Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed medical device lot #: an invalid lot # of 200086518 was provided by the initial reporter. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced ruptured tubing. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: 200086518. Attempting to push rapid fluid bolus, tubing ruptured.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced ruptured tubing. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: 200086518 attempting to push rapid fluid bolus, tubing ruptured.

Manufacturer narrative:
H.6. Investigation: a sample was received and analyzed by our quality team. The separation was immediately noticed and the customer's complaint of separation has been verified. A device history record review for model 2420-0007 lot number 20086518 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was tested for tubing inner diameter at the fitment separation site. The tubing fell within tolerance and the root cause of this separation remains unknown at this time. This failure mode has been caused by improper loading techniques. Proper loading techniques are to be stressed when fitting tubing to infusion pumps. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #20086518 regarding item #2420-0007.